Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. The device event logs on (B)(6) 2020 show multiple therapy off events likely due to user interaction with the screen, further substantiating the initial assessment as use error. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; kci could not determine that the alleged wound deterioration with debridement and antibiotic therapy are related to the activ.a.c.¿ therapy system.

Manufacturer narrative:
MDR-3009897021-2020-00330 submitted on 24-jul-2020 noted the following: b3 date of event: 22-jun-2020. Correction b3 date of event: 22-jun-2020. Based on the correction provided, kci's assessment remains the same; kci could not determine that the alleged wound deterioration with debridement and antibiotic therapy are related to the activ.a.c.¿ therapy system.

Manufacturer narrative:
Based on information provided, kci could not determine that the alleged wound deterioration with debridement and antibiotic therapy are related to the activ.a.c.¿ therapy system. The patient reportedly left the v.a.c.® dressing in place without active v.a.c.® therapy for more than 2 hours, and did not follow the instructions provided by kci and the wound care center. This report is being filed due to possible use error. Device labeling, available in print and online, states: warnings: keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 24-jun-2020, the following information was reported to kci by the wound care center nurse: the activ.a.c.¿ therapy system allegedly stopped working multiple times, and the patient subsequently experienced wound deterioration. On 25-jun-2020, the following information was reported to kci by the wound care center nurse: the activ.a.c.¿ therapy system allegedly shut off spontaneously. The patient reportedly did not follow the instructions provided to call the wound care center, kci or present to the emergency room and subsequently experienced significant deterioration. The activ.a.c.¿ therapy system was discontinued. On 29-jun-2020, the following information was reported to kci by the wound care center nurse: on (B)(6) 2020, the patient's wound had reportedly deteriorated allegedly due to the unit shutting off on its own on (B)(6) 2020. The nurse stated that the patient did not follow the instruction guide to call kci or to seek medical attention. The patient left the dressing in place with no activ.a.c.¿ therapy for a day causing deterioration to the wound site. The patient's wound was subsequently debrided, and the patient was placed on antibiotics due to a possible wound infection. A device evaluation for the activ.a.c.¿ therapy system is currently pending completion.